Event description:
The customer reported that his blood glucose reached 25 mmol/l (450 mg/dl) on the second day of wearing the pod on his arm. He deactivated the device and noticed that the hard needle had not retracted during the cannula insertion process. It retracted after the pod was removed.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to retract or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.